Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc sensor. On (B)(6) 2022, customer received an unspecified high sensor scan result and experienced trembling, sweating and tingling and was incapable of self-treating. Firefighters were called and customer was treated with 1 and half pieces of sugar. A reading of 197 mg/dl was obtained on the hcp meter. There was no report of death or permanent impairment associated with this event. Sensor reading of 501 mg/dl was obtained on (B)(6) 2022 compared to built-in reading of 106 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.